Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6), 2012. According to the complaint, when the procedure was completed, the physician was removing the device form the scope; however the exit marker detached and became lodged in the scope. It was confirmed that nothing detached inside the patient. The exit marker was able to be removed during cleaning. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2012. According to the complaint, when the procedure was completed, the physician was removing the device form the scope; however the exit marker detached and became lodged in the scope. It was confirmed that nothing detached inside the patient. The exit marker was able to be removed during cleaning. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only an exit marker was returned for evaluation. The exit marker was inspected and was confirmed to be intact; however the exit marker had accordioned. The reported defect of exit marker loose/detached was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.